Event description:
It was reported on (B)(6) 2016 that the patient was hit with a taser gun at a psych ward. The taser hit his vns and it is stated his vns is now inoperable and they would like to discontinue vns therapy.

Event description:
Information was received that the patient was seen by two different physicians who could not determine if the device was dead or "not functional." He said that they were unable to check the device and nothing was coming through on the programmer. He stated this was around the time he was tazed about 5 years ago. No additional or relevant information has been received to date.